Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported infusion set's tubing connector anomaly (tubing gets detached from quick release cap). No further information available.